Manufacturer narrative:
Manufacturer ref no.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced at power up during baxter's evaluation. System error 105 was also confirmed through a review of the event history log during device investigation. Device investigation found 6 severed motor mount screws which indicated an impact to the pump. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 in the clinical decision unit. It was also reported there was no patient involvement.